Event description:
A (B)(6) female underwent a left carpal tunnel release. The case was complicated by a full thickness burn of the left forearm that was identified after tourniquet release. When the lighted retractor was lifted from the forearm, there was a burn at the junction between the light cord and the lighted retractor. The full thickness burn measured approximately 3.5 x 1.4 cm in length. Procedure performed for direct excision and closure of the burn wound. Upon evaluation of the occurrence by our biomedical department the following findings were noted: no visible physical damage on light source; light source operated with no apparent faults; note: isolux model 1300xsb operator manual warns of possible burns at the distal end connector; operated light source with fiberoptic cable attached for 1 degree to verify distal end temperature = 122 degrees fahrenheit; note: fiberoptic cable light bundle is 5mm diameter; light refractor fiberoptic handle diameter is 4mm. Conclusions per our biomedical department noted: avoid using oversized fiberoptic cables - the additional fiber bundles can transfer additional heat to metal surfaces where the cable and instrument connect; use additional caution in areas where draping materials may come into contact with the fiberoptic cable and instrument; avoid direct patient skin contact with fiberoptic distal end of the instrument connector; ensure that connectors remain securely fastened during use in order to prevent contact with patient skin or draping materials